Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were not sufficient to determine a root cause. The cause of the malfunction and its relation to impella were not determined since the product, data logs, and sufficient clinical information were not provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was on an impella 5.0 for mechanical circulatory support. During support, a placement signal malfunctioning was observed and a loss of blood from the connector between the catheter shaft and red impella plug was noticed by the hospital staff. The device was still utilized and the patient survived normal explant.